Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found the air sensor was damaged, the upstream occlusion (uso) seal was buckling, and the capacitor was damaged. The cause of the issue was found to be a software problem. The printed wire assembly (pwa) board was replaced, and the error code went away. The air sensor and uso seals were also replaced to fix the issue.

Event description:
It was reported that there was recurring error 4117 when the device was turned on, displaying a red screen. There was no patient involvement.